Manufacturer narrative:
H3 other text : the customer declined repair/service.

Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m4735a (heartstart xl defibrillator/monitor) indicating that the battery cannot be charged. The event was outside of use and there was no reported patient nor user harm. The customer declined repair and service. No repairs were performed, no service provided, and no parts replaced. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device remains at the customer site. The customer has declined any further service or repairs. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.